Manufacturer narrative:
Investigation of the reported event is pending.

Event description:
It was reported that approximately eight hours and thirty minutes into perfusion, copius amounds of air was noted in the circuit with subsequent and significant soft shell reservoir volume loss. Prior to this event, the surgeon repositioned the liver in the bowl twice for low arterial flows. It was noted that the supra-hepatic was oversewn and air/blood tight. Troubleshooting was attempted and and the perfusion began to stabilize with all flows and pressures returning to normal. Approximately thirty minutes after troubleshooting, the liver was cold flushed to remove the air from the liver. The liver was placed back on the device with a new disposable set. Following perfusion, the liver was transplanted.